Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a faulty ulink. A field service replaced the ulink to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.